Manufacturer narrative:
Visual inspection of the as received product identified wear due to normal usage. There were noticeable scratch marks around the threads and the cover screw. Visual comparison of osseotite® tapered certain® implant drawings was consistent with the design of the implant and did not provide any manufacturing deviation. The complaint could not be verified as an x-ray was not provided by dentist. Patient code was change due the implant immigrate and did not perforated. Review of the implant DHR did not provide any indication of a manufacturing deviation that would contribute to the reported event. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that dental implant failed to integrated and migrated to the maxillary sinus. Implant was removed. The implant will be replaced in two (2) months.